Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
In a review of published literature, these findings were noted. "Mid-term results of endovascular treatment with the gore tag device for degenerative descending thoracic aortic aneurysms," yunoki j, kuratani t, shirakawa y, et.al. Gen thorac cardiovasc surg. 2015 jan; 63(1):38-2. From may 2008 to april 2011, elective thoracic endovascular aortic repair (tevar) with gore® tag® thoracic endoprostheses without left subclavian artery (lsa) coverage for a degenerative descending thoracic aneurysm was performed in 36 consecutive cases. The mean age of the patients was 74.8 +/- 10.0 years, and 66.7% of the patients were male. The article describes four cases of type ii endoleak observed at time of discharge. In one case, the patient was initially implanted with a gore® tag® thoracic endoprosthesis (tg3420/06267871) on (B)(6) 2009 to treat a descending thoracic aortic aneurysm. On (B)(6) 2009, follow-up imaging identified a type ii endoleak (origin unknown). Aneurysm measured 56mm in diameter. The patient was monitored for the next 4 years. No re-intervention took place. On (B)(6) 2014, aneurysm diameter measured 62mm. No endoleak was identified. The patient was monitored.